Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device's main board and blower were observed. The device's main board and blower will need to be replaced to address the issue.